Event description:
An ophthalmic surgeon reported that it looked like there was a crack in the upper side of the tip after surgery. A line on the upper side of the tip was confirmed under a microscope. There was no harm to the patient. No further information is expected for this case.

Manufacturer narrative:
The investigation is in progress. The phaco tip has not yet been received at the manufacturing site for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not yet been identified. (B)(4).